Event description:
Rear tire of transport chair started to come apart but pt continued to use it. She was sitting in chair when tire finally gave way causing the chair to tilt and she fell out. She suffered a blood blister on arm only.